Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to recurrent infections (site of infection not confirmed) which were the indication for a subtotal petrosectomy. There are no plans to reimplant the patient as of the date of this report.